Event description:
As per work order the manufacturer was received an allegation related to a dreamstation auto CPAP device. Per work order reporting the device having problem with alarm, equipment with source failure and melted filter. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. The device will be returned to manufacturer product investigation laboratory for further investigation.